Event description:
It was reported that during the implant attempt, the helix would not deploy after twenty rotations in the patient. The lead was repositioned and attempted again and it still would not deploy. The lead was removed from the patient and a rotation tool was used and the helix would not deploy. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst commented that the lead was returned with the helix fully retracted. The helix was able to be extended and retracted within specifications.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.